Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the vertebral artery using a penumbra system jet7 reperfusion catheter (jet7), an aspiration tubing (tubing), a non-penumbra short sheath and a neuron max 6f 088 long sheath (neuron max). During the procedure, prior to any passes, the physician kinked the proximal part of the jet7 that connects to the tubing and it fractured. Therefore, the jet7 was removed. The procedure was completed using a new jet7, the same short sheath, and the same neuron max. There was no report of an adverse effect to this patient.